Manufacturer narrative:
Age/date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implant date: (B)(6) 2019. PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2 mm, vticmo13.2, -16.50/6.0/093 (sphere/cylinder/axis), implantable collamer lens implanted into patient's right eye was "not achieving the desired result." Reportedly this was due to patients "big astigmatism." The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.